Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue and lightheadedness. It was determined that this was due to the device increasing the pacing interval when elective replacement indicator was triggered normally. No intervention was reported. No further information could be obtained.

Event description:
New information indicated that the device was explanted and replaced.